Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc stating her adc blood glucose meter was giving her inaccurate/erratic blood sugar results. No specific readings, date or time information was provided. The customer stated she received medical treatment from someone other than herself for this issue, but declined to provide any further details. The customer also indicated she was currently admitted to a hospital at the time of the call, but when asked if the hospitalization was related to the product issue with her adc meter, she said "there is a possibility" but she "wasn't sure". The customer refused to complete troubleshooting or provide any further information and terminated the phone call. There was no report of death or permanent injury associated with this event.